Event description:
The customer reported the blower is intermittently turning off and it does not restart after oxygen test is complete. The customer reported there was patient involvement and no patient harm.